Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The long calcified target lesion was located in the mid to the distal left anterior descending (lad). After the lesion was pre-dilation using a nc balloon catheter, a 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the distal edge of the stent was deformed. Another synergy¿ stent of the same size was advanced to treat the lesion and the procedure was completed. The patient's status was stable.